Event description:
It was reported that during a pulsed field ablation procedure, the slide control bar gradually became difficult to operate and eventually extended only about one-third of the way. This occurred during the final pulmonary vein isolation (pvi). The catheter could be retracted back into the sheath, and was able to be removed from the body without complications. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 012547408 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. During inspection of the shaft segment, entangled electrode wires were observed. Dried blood inside the handle was observed which blocks the normal sliding of the guidewire lumen inside the hypotube and shaft. In conclusion, the loop catheter failed the returned product inspection due to a tangled electrode wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.